Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the field representative called in for review of device data for a patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system as there was a concern the patient received inappropriate shock therapy. Technical services (ts) walked through performing an automatic setup. Ts reviewed the data and found there was a noisy baseline with wandering baseline at times. The noise was oversensed which resulted in one inappropriate 80j shock. Baseline and r-wave amplitudes improve slightly to 1.4mv post shock. The arrythmia did convert back to normal sinus rhythm. Troubleshooting was performed and the representative was able to create the noise with the patient bearing down and other isometrics. Ts recommended to program to secondary vector and performing x-rays. The field representative will discuss with the physician. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the field representative called in for review of device data for a patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system as there was a concern the patient received inappropriate shock therapy. Technical services (ts) walked through performing an automatic setup. Ts reviewed the data and found there was a noisy baseline with wandering baseline at times. The noise was oversensed which resulted in one inappropriate 80j shock. Baseline and r-wave amplitudes improve slightly to 1.4mv post shock. The arrythmia did convert back to normal sinus rhythm. Troubleshooting was performed and the representative was able to create the noise with the patient bearing down and other isometrics. Ts recommended to program to secondary vector and performing x-rays. The field representative will discuss with the physician. At this time, the system remains in service. No adverse patient effects were reported.